Manufacturer narrative:
D10 concomitant product: unk emprint ant, unknown emprint antenna (lot#unknown); unk emprint ant, unknown emprint antenna (lot#unknown); microwave ablation of 105 t1 renal tumors: technique efficacy with a mean follow-up of two years / vanessa acosta ruiz, par dahlman, einar brekkan, maria lonnemark and anders magnusson / original article acta radiologica 0(0) 1¿8 / accepted: 5 august 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the technical efficacy and patient outcomes of patients with renal tumors treated with percutaneous microwave ablation (mwa) between april 2014 and august 2017. It was noted that the tumor was ablated with the emprint ablation system using a single thermosphere technology antenna. There were 173 localized tumors treated in 156 patients. Three patients had hematoma related to placement of mwa antenna. Two patients experienced nausea, low-grade fever and vomiting 24 hours after the procedure. One patient experienced pain during ablation.